Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient could feel the device pacing due to the right ventricular (rv) lead having high thresholds. The lead remains in use. No further patient complications have been reported as a result of this event.